Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 37754, serial# (B)(4), implanted: (B)(6) 2013, product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient stated that he had coverage in his right foot at the last reprogramming, but he was getting some abdominal stimulation at that time as well. It was later reported that the patient experienced a loss of coverage in the right foot. X-rays were done and determined that the right lead had migrated down. It was noted that the patient never described any falls. The hcp planned to revise the lead with another percutaneous lead, but no date was available. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the lead migrated down and too lateral for stimulation. It was noted that stimulation was in the wrong location and reprogramming was done. The patient symptoms were noted as less than 50% therapy relief.